Event description:
The lay user/patient alleged that his meter was missing segments. The pt stated that the last time the pt was able to test on the meter was in 2005 at 3:00 p.m. He did attempt to test but he could not verify the meter result. The pt contacted his physician, who advised him to come in for an hba1c test (3-month average test). The result was 9.0, which is equivalent to a blood glucose result of 210 mg/dl. The pt did not report any symptoms at the time of concern. No medical intervention was reported. The meter issue was not resolved. A replacement meter has been sent.